Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Although the device was not returned to olympus, it is likely that the event occurred due to a malfunction in the locking mechanism of the scope connector, the connection cannot be secured properly, and the image is displayed intermittently when the scope is moved slightly. The cause of the failure is thought to be fatigue from repeated operations or damage from strong external impact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the video processor. The issue occurred during a diagnostic procedure was completed without delay. There was no patient harm associated with the event.